Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Previously administered products included for an unreported indication: alesse. Concurrent conditions included obesity, uterine bleeding, metrorrhagia, vaginal itching and vaginal discharge. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2013 to (B)(6) 2016 and paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("other injuries: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psychology injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal infection, weight increased and vaginal haemorrhage had resolved and the psychological trauma, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2015. Received treatment for bleeding, bladder/urinary problems, other injuries : yes essure device passed through operative port of scope, device then placed into right tube under visualization - 4 coils visible after placement. Same was then done with left tube, 3 coils visible. Current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: successfully occluded. .bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -cervix: benign nabothian cysts. No pathologic alteration of endocervix or ectocervix. No viral dysplasia or malignancy identified. -endometrium: secretory phase endometrium; no atypical hyperplasia or malignancy identified. -myometrium: adenomyosis. -bilateral fallopian tubes with no pathologic alteration. Scattered foci of endosalpingiosis identified.. Ultrasound pelvis - on (B)(6) 2016: impression: 1. Multifocal follicular bilateral ovaries demonstrate normal color doppler flow. 2. Multiple nabothian cysts within the cervix. 3. Endometrial stripe measures 4 mm, which is within normal limits. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received: new events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), fatigue were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("bleeding: menorrhagia"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psychology injury") and vaginal infection ("bladder / urinary problems: vaginal infection") and was found to have weight increased ("other injuries: weight gain"). The patient was treated with surgery (hyst. (Full), salping (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal infection and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2015. Received treatment for bleeding, bladder / urinary problems, other injuries: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 05-sep-2019: new pfs received- new events added; pain: pelvic / abdominal, bleeding: menorrhagia, gen abnormal bleeding, psych injury, bladder / urinary problems: vaginal infection, other injuries: weight gain were added. Product indication was updated. Outcome of events pain, bleeding, bladder /urinary, other from unknown to recovered / resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.